Event description:
A generator was returned for analysis following replacement due to what was suspected to be normal battery depletion. During analysis it was found that one of the resistors in the generator was not within specifications, in a way which could potentially cause the generator battery to be consumed prematurely. However, based on battery life analysis, the end of service condition of the generator was an expected event based on the generator settings and length of service.